Manufacturer narrative:
A video was returned showing a burrette set where the customer pulls the tubing off of the secure lock male adaptor. The complaint of the secure lock falling off can be confirmed based on the returned video. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
It was reported that a plum 150 ml burette set, clave injection site, 2 clave y-sites, sl, 114in was found to have disconnected during patient use. The reporter stated, ¿secure lock fell off during use.¿ the event occurred during the infusion of 5fu solution/medication. There were no obvious defects noted on the tubing set such as cracks or breaks with any holes, cuts, tears, or any other defects noted in the secure lock. The tubing was replaced and therapy was resumed. The product was stored in an air-conditioned room in the hospital and was not exposed to extreme temperature conditions. The customer does not require an analysis report. The sample is not available for return and chemo drugs cannot be returned. A sample video is available showing the involved product detached while in use. There was no unprotected chemo exposure to the patient and healthcare provider and no healthcare provider harm. There was no further information available. There was patient involvement and no patient harm.